Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose was 201 mg/dl. The customer the customer did a .3 bolus and it showed in the history. The customer check his bolus setting and he says they are correct. The customer did a bolus from wizard, he sees the insulin coming off and the number are showing of the screen. The customer was advised to monitor the issue and call if he notices that the bolus isn't shown in the history.